Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. It was noted that there was a damaged grommet and a set screw in the connector bore.

Event description:
It was reported that during implant attempt, the set screw was stuck in the header of the device and it would not come out. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.